Manufacturer narrative:
Patient information was not provided. Cardiacassist inc. Manufactures the protek duo veno-venous cannula. The incident occurred in (B)(6). Through follow-up communication livanova learned that bleeding was noticed around 30 minutes after the pump was started. The event occurred on 31th aug and the cannula is still in use on the patient without any complication. Based on the available information, the reported event is associated to the user inserting the cannula and not to the product which is still in use on the patient. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report. Device still in use on the patient.

Event description:
Livanova received report that after placement of protek duo cannula was completed, some signs an symptoms of low volume/ bleeding were noticed. Echo was performed on l chest and blood accumulation was noted. Chest tube placed with significant bleeding. When the patient was placed on bypass, a small hole in pa (pulmonary artery) was found. Reportedly, this could have been done while attempting placement of impella rp for over an hour the day before.

Manufacturer narrative:
H10: through follow up communications with the customer livanova learned that the cannula was continued to be used after the surgical repair of the pulmonary artery. The cannula has since been removed from the patient and then disposed of. A medical assessment on the reported event has been conducted and opinion was that pulmonary artery perforation was likely due to the attempt of inserting impella rp as per customer statement. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
See initial report.